Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service centre. The technician confirmed particles in the air path during the device evaluation. The device was visually inspected and found evidence of foam degradation inside the blower kit. The third-party service center concludes that they could confirm the customer's allegation. During the evaluation, secondary findings and fluid was observed. There were two error codes found. The device was corrected.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.